Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: no evidence of load step malfunction observed in the black box. A rewind, load and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. There was no defect found.